Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 01:00pm, the patient experienced being dizzy and ¿went limp¿. The patient did not lose consciousness, but was unable to talk, respond or move. When a fingerstick was taken by the caregiver, the cgm was reading 97 mg/dl, and the blood glucose reading was 57 mg/dl. An ambulance was called by the caretaker and when the paramedics arrived, the patient was treated with liquid glucose (orally). The patient was brought to the hospital. Besides the oral glucose, no further treatment was reported to have been necessary. The patient was discharged on the same day around 05:30pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.